Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00428. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a power issue. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to reported that the device had been marked "battery low" even though it was connected to the main and the wall plug was functional. The device did not seem to have alternating current (ac) power. The customer and their team was able to switch to another device before it shut down. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 02/03/2023, 03/14/2023 and 03/27/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.